Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g5, g7, h1, h2, h3, h6, and h10. Visual examination of the returned product found signs of being implanted (scratches and foreign material). Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: d11. D11- medical product. Oss 7cm segmental femoral rt, item# 150354, lot# 804700. The product that is being reported has been changed from the oss 7cm segmental femoral rt to oss 5cm diaphyseal segment as that is actually the product associated with the femoral loosening.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D11- medical product oss cemented im stem 15x150 , item# 150369 , lot# 613330, oss 5cm diaphyseal segment ,item# 150465 lot# 925300, oss poly femoral bushings, item# 150477 lot# 742240, oss tibial poly bearing 14mm, item# 150411 lot# 560730, oss poly tibial bushing , item# 150476 lot# 315070, oss poly lock pin, item# 150478 lot# 668620, oss poly femoral bushings, item# 150477 lot# 742240, oss axle , item# 150480, lot# ,258450, oss reinforced yoke, item# 150493, lot# 061560, optip 60 refob plus bone cmt-3 item# 4721502084-3 lot# 807ba06965

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-03479. Medical product: oss cemented im stem 15x150 item# 150369 lot# 613330. Oss 5cm diaphyseal segment item# 150465 lot# 925300. Oss poly femoral bushings item# 150477 lot# 742240. Oss tibial poly bearing 14mm item# 150411 lot# 560730. Foreign report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and seven months¿ post implantation due to early aseptic loosening of the femoral stem. There is no additional information at this time.